Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump alarmed no delivery a few times last night during an infusion set change. Customer took the battery out and the display went blank. The display eventually came back and customer was able to change his infusion set and prime the device. Customer's blood glucose is 180 mg/dl. Troubleshooting was not done because the alarm was resolved with a complete set change. Customer uses energizer batteries. A replacement battery cap was sent. Customer was advised to call when issues arise for troubleshooting. Nothing further reported.